Event description:
A customer reported that during vitrectomy surgery, system messages were displayed. It is unknown if they were able to clear the messages. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and confirmed system message (sm) "lamp louver failure at port 2" occurred once, and sm "red stop" occurred twice. The customer representative the table top and the supervisor assembly. The system was then tested and met product specifications. The replaced illuminator and supervisor were returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).